Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed loss of capture (loc) with no sensing. According to the field representative it seems likely that the patient has a problem with his atrial muscle, but it was recommended to check the lead just to be sure. The ra lead has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead showed loss of capture (loc) with no sensing. According to the field representative it seems likely that the patient has a problem with his atrial muscle, but it was recommended to check the lead just to be sure. The ra lead has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.